Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2014-25430 and 1627487-2014-25431. It was previously reported the patient was experiencing intermittent stimulation and diagnostics identified low impedances; however, it is unknown what interventions were taken to address the issues. Reported under MFR. Report#: 1627487-2011-04061. Follow-up revealed the patient's issues are ongoing. Reprogramming attempts did not provide resolution. In turn, the patient may undergo surgical intervention to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.